Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc231650e0 . Model: sc-2316-50e . Serial: (B)(6). Batch: 7221347.

Event description:
It was reported that the patient was sent to the emergency department due to headache, nausea, vomiting, neck and chest pain. The patient was treated and is currently doing well.